Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as the patient was very ill and made an unspecified mistake when setting up. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with unspecified intraperitoneal antibiotics during hospitalization (drug names, doses, frequencies, and durations not reported) for peritonitis. Thirteen days after the event onset, the patient was transferred to hemodialysis. That same day, the patient was discharged from the hospital. At the time of this report, the patient was recovered. It was not reported if the patient was retrained on aseptic technique. No additional information is available.